Manufacturer narrative:
The product was not retuned. Photos were provided of the implanted company lens. One photo showed what appeared to be two narrow parallel marks in the center of the lens. Unable to determine if this is a reflection or damage. Two short narrow marks were observed to the left side. These appear to be on the anterior surface. This appeared angled to the travel path. No damage could be discerned on the right side due to reflections. The second photo showed the same two narrow parallel marks in the center. Unable to determine if this is a reflection or damage. Two short narrow marks were observed to the left side. Two other, short slightly curved lines were also visible. These appear to be on the anterior surface. This appeared angled to the travel path (gusset area was visible). No damage could be discerned on the right side due to reflections. Damage to the anterior surface is typically caused by forceps or a plunger override. If the lens is folded correctly the anterior surface does not contact the cartridge lumen. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified viscoelastic and handpiece were indicated. It is unknown if a qualified cartridge was used. The root cause for the reported events could not be determined. The lens remains implanted. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Based on review of the provided photos possible scratches were observed. One photo showed what appeared to be two narrow parallel marks in the center of the lens. Unable to determine if this is a reflection or damage. The second photo showed the same two narrow parallel marks in the center. Unable to determine if this is a reflection or damage. Two short narrow marks were observed to the left side. Two other, short slightly curved lines were also visible. These appear to be on the anterior surface. This appeared angled to the travel path (gusset area was visible). No damage could be discerned on the right side due to reflections. Damage to the anterior surface is typically caused by forceps or a plunger override. If the lens is folded correctly the anterior surface does not contact the cartridge lumen. It is unknown if a qualified cartridge was used. The instructions for use (IFU instructs): company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Information was provided that the patient visited the hospital for an examination. After reviewing the case, they advised continued observation and suspected that the marks were caused by viscoelastic material. The patient returned for a follow-up at, where no fine lines were observed under the slit lamp. The patient¿s astigmatism was 25 degrees, showing significant improvement compared to the previous week. The patient reported that vision is still somewhat blurry, but there is no obvious diplopia. The patient will return to the hospital for another follow-up. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implantation procedure immediately after the lens was released into the capsular bag, fine lines were observed under the microscope. At that time, surgeon suspected they were lens fold marks. Since the lens had fully unfolded. The patient reported unclear vision and double vision. A slit-lamp examination revealed three elongated curved lines on the nasal side and four on the temporal side of the anterior lens surface of the optical zone which severely affecting the patient¿s vision. Additional information has been received that physician observed that marks were caused by viscoelastic material. Patient returned for a follow-up and no fine lines were observed under the slit lamp. The patient¿s astigmatism was currently measured at 25 degrees, representing a significant improvement compared to the previous assessment conducted. The patient reported that vision was still blurry, but there was no obvious diplopia.

Event description:
Additional information has been received that patient current condition was symptoms resolved.

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).